Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the delivery tube, and the seal was extended outside the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody on the outside, but there was no blood inside the delivery tube. To further investigate; the seal was deployed per the IFU by placing a finger on the seal and slowly pulling the delivery device back. The seal was pulled out of the delivery tube with no issues observed. Based upon these findings, the reported complaint "seal would not deploy" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.